Event description:
Reportedly, the problem with the subject programmer is that the message ¿operating system not found¿ is displayed when turned on and the system does not boot, making the programmer not usable.

Manufacturer narrative:
Preliminary analysis revealed an issue at the level of the hard disk drive.

Event description:
Reportedly, the problem with the subject programmer is that the message ¿operating system not found¿ is displayed when turned on and the system does not boot, making the programmer not usable.

Event description:
Reportedly, the problem with the subject programmer is that the message ¿operating system not found¿ is displayed when turned on and the system does not boot, making the programmer not usable.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the problem with the subject programmer is that the message ¿operating system not found¿ is displayed when turned on and the system does not boot, making the programmer not usable.